Manufacturer narrative:
The reported complaint was confirmed, but the exact cause is unk. The 4 fr groshong tubing was received separate from the 2-piece connector, but it is unk if the connector was properly assembled to the catheter. The 2-piece connector was received in three segments. The distal end of the proximal segment had been cut just distal to the wings. The barbed locking alarms had been snipped away and were not returned. The distal connector piece, which had been marred with hemostats, was received with a suture tied around the proximal end of the strain relief oversleeve. The catheter could not be passed through the distal connector piece since the blue compression ring had been seated within the tapered section the connector, which indicates that the 2-piece connector had been assembled. Had the catheter been properly assembled, the compression ring would have prevented the 4 fr tubing from separating from the connector. The product IFU provides detailed and illustrated instructions for assembling the connector to the catheter. No defects related to the mfg process were noted on the complaint sample. A chr review showed no other similar product complaint file(s) from this lot.

Event description:
It was reported that the PICC became loose and went into the bloodstream into the arterio pulmonaris, it got removed by the intervention radiologist.